Event description:
It was reported that an unspecified number of bd nano¿ 2nd gen pen needles clogged during the injection. The following information was provided by the initial reporter: "consumer reported finding pen needles to clog during injection."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that an unspecified number of bd nano¿ 2nd gen pen needles clogged during the injection. The following information was provided by the initial reporter: "consumer reported finding pen needles to clog during injection."

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.